Event description:
It was reported that the patient underwent vns generator and lead revision. The explanted devices were discarded after surgery. Per the physician & #39;s evaluation, the suspected cause of the high impedance was due to vns lead electrode being detached form the nerve. X-ray review was conducted by the physician in which it was noted that no lead breaks or fractures were identified. No other relevant information has been received to date.

Event description:
It was reported that upon interrogation, the patient's device indicated high impedance. X-rays were performed and reported by the physician to not have any visible lead break. No surgical intervention has occurred to date.